Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the lead was positioned three times with high thresholds and high impedance. It was noticed that there was something askew with the lead pin connector. The lead was replaced. No patient complications have been reported as a result of this event.